Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported one sample that generated a false positive result on the flu b target when running the alinity m resp-4-plex assay. Customer states they encountered a patient sample (B)(6) that tested positive for both flu a and flu b (38.03 cycle number (cn)). Customer ran the sample on another platform (cephiad) and retested on the alinity and the sample came back negative for flu b on each consecutive test. Technical application specialist (tas) advised the customer to perform as needed maintenance to clean the amp detect units (adus) and make sure there were no fluorescence errors detected at this time. Tas advised the customer to also run 48 water blanks after the adus have been cleaned to monitor the instrument and make sure there was no residual flu b positive blanks detected on the instrument. Customer confirmed that the positive result for flu b was not reported outside the lab; therefore there was no report of impact to patient management as suspect result was not reported.

Manufacturer narrative:
Updated b3 date of event to march 6 based on data review and identification of sample ID on march 6 runs. Investigation into this complaint included file sample testing, a customer data review a quality data review and a complaint history review. The results of the investigation are summarized as follows: file sample testing: the file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 met all validity and acceptance criteria. All replicates were processed successfully as there were no error codes or performance related flags present. All replicates were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false positive results; therefore, the file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 received a disposition of pass. Customer data review: the validity of runs was verified. The runs involving the reported sample ID (sid) were valid. The assay met specification requirements for the flu a and flu b targets, and no error codes or performance related flags were displayed for the samples or run controls. The initial testing for sid: (B)(6) displayed positive results for flu a and flu b targets. The sample was retested under the same sid: (B)(6) and generated flu b negative results utilizing alternate platform cepheid platform. Different platforms have different sensitivity for all analytes. The flu b target displayed a cn value of 38.03. According to the application specification file, the cn cutoff is 42.0, indicating a weak false positive result. Quality data review: device history record (DHR) review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) testing for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformance's related to the reported complaint. Additionally a review was performed to identify any internal records or nonconformance's related to discrepant false positive results for part 9n79. The part specific CAPA review did not identify any internal records or nonconformance's related to the current complaint for part: 9n79. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the flu a and flu b targets while using alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product: 09n79. A product deficiency was not identified based on this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 was not identified.